Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID: neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date: (B)(6) 2020; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The patient mentioned that they had a surgery to implant the pump and during that surgery their ins device was removed because the ins stopped working, noting that the lead had moved.